Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for depression and movement disorders. It was reported that there was a patient programmer issue. The patient put it up to the left side to change settings per the doctor's instruction and she stated she can't do anything because the symbol on the screen is "ins in the box". Patient states programming changes were done earlier in the summer. The patient was redirected to have their hcp check their ins. No symptoms were reported. No further complications were reported or anticipated with this event.